Event description:
The customer had his blood glucose tested while at the hospital and his reading was 250 mg/dl. He also tested using his breeze2 meter and received a reading of 76 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot his breeze2 system. The meter will be replaced at his insistence. No product will be returned for eval.